Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
Outcomes to adverse event: the consumer reported a broken tooth. Date of event: event date is approximate.

Event description:
The consumer stated that the shaft of her sonicare power toothbrush handle broke her tooth.